Manufacturer narrative:
The customer returned the suspected contour xt meter and contour next test strips from lot # 9cpeg18a for evaluation. The returned vial of test strips contained only one test strip. Therefore, the in-house contour next test strips from lot # 9cpeg18a were also used for testing. The returned meter was tested with the returned and in-house test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from germany reported that within 10 minutes, he obtained blood glucose readings of 400 mg/dl with the contour xt meter and 150 mg/dl with the healthcare professional's meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.